Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.

Event description:
A report was received about a child's head that slipped out of the pins of an (B)(4) mayfield skull clamp. It is not known if the patient was injured or if there was a surgical delay. Additional clinical information has been requested.